Event description:
Customer's mother reported the customer took "excessive" amounts of insulin based on unspecified "inaccurately" high readings from her adc blood glucose meter. The caller further reported the customer was subsequently combative, non-responsive and lost consciousness. Customer's blood glucose level at that time was reportedly "in the low 30's". No third-party medical intervention or customer self-treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event.